Event description:
It was reported that a plate cutter head had snapped in half during a procedure. There was no report of device fragments remaining in patient after the procedure or need for additional medical intervention. The procedure was successfully completed. This report is for part number 03.211.007, mesh plate cutters. This report is 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient information was not released by customer facility. A review of the device history records was performed and no complaint related issues were found. The investigation could not be completed; no conclusion could be drawn, as the product is entering the complaint system. Placeholder.

Manufacturer narrative:
According to the additional evaluation, the plate cutter showed scratches on the surface upon receipt. On the cutter there were visible wear and tear marks and the edges were rounded. The plate holder is broken off. The broken part is missing and not available for investigation. The laser etching is readable. The manufacturing review shows that the production procedure was according to the specifications. The exactly root cause can not be determinate. We assume that the plate was not correctly inserted into the plate cutter. A non adequate execution and a mechanical overload situation probably caused the damage. The relevant dimensions can not be verified anymore due to the missing part. Therefore this complaint is indeterminate from a manufacturing standpoint.

Manufacturer narrative:
Product development evaluation: the mesh plate cutters 03.211.007 are intended to trim stainless steel and titanium mesh plates to better fit patient anatomy. Technique guide j9980-b, 2.4mm/2.7mm variable angle lcp forefoot/midfoot system, specifically covers appropriate usage of the cutters. It notes that both the mesh plate cutters involved in this complaint and a set of cable cutters, large, may be used during a procedure; stating: cut the plate to fit patient anatomy. To cut multiple rows, use the large cable cutter, page 63. By specifying that the large cable cutters 391.906 should be used to cut through multiple rows, the technique guide is advising against using the mesh plate cutters for more difficult cuts, where more force may be required. Lower level drawings of the lower body, plate holder and cutter were reviewed and found to be suitable to determine the intended device design, application and dimensional conformity. Both the lower body and cutter meet the drawing specifications. As the broken segment of the plate holder was not returned, it is not possible to determine component conformity. The product was received under the reported issue of cracked. The plate holder component of the mesh plate cutter has been fractured at the point of an attachment rivet. Without examining the broken portion of the plate holder, it is not possible to discern the root cause of the failure. Additionally, without further detail relating to the specific circumstances of its use during the procedure, it is not possible to determine whether the part failed due to improper design or improper use. It is possible that the mesh plate was not properly seated within the cutter and that excessive force was used in an attempt to make a cut. This would lead to a mechanical overload situation, which could cause the plate holder to shear at the nearest point of attachment. The exact cause of the mesh plate cutter¿s plate holder breaking cannot be identified with the information provided. Therefore the complaint handling engineer has determined this case to be indeterminate.